Event description:
Related manufacturer reference number:2017865-2023-94072. It was reported that the patient presented for a scheduled procedure. During the procedure, the physician had to apply a lot of force to remove the atrial lead from the pacemaker. It was also noted that there was blood/tissue around the lead in the header. The lead remains implanted, and the pacemaker was explanted and replaced. The patient was in stable condition.